Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed via provided photographs. Visual examination of the photos identified an explanted articular surface with excessive wear. Radiographs were also provided and reviewed by a healthcare professional, in which the following was identified: right total knee arthroplasty with medial compartment narrowing which could indicate underlying polyethylene wear. No acute fracture. Review of the device history records was unable to be performed due to lack of lot identification. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, ten (10) years post-implantation, the patient began to experience instability and underwent revision surgery due to wear of the articular surface. It was reported that no further information is available.